Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). The suspected products are product ID: 75446540 and product ID 75447540. It is unknown which screw caused the reported event.lot number of the products are also unknown. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
(B)(6) 2008: patient presented with pre op diagnosis: 1) status post previous lumbar laminectomy and fusion at l5-s1. 2) severe stenosis and instability at l4-5. Procedure: 1) hardware removal at l5-s1. 2) exploration of fusion at l5-s1. 3) bilateral laminecomies and foraminotomies at l4-5. 4) posterior fusion at l4-5. 5) use of pedicle screw and rod system posterolaterally at l4-5. 6) use of local bone autograft as well as rhbmp-2/acs posterolaterally. Procedure: the transverse process of l4 was decorticated bilareally and the bony mass at l5-s1. At l4, pedicle screws were inserted. Previously placed screws were 6.5mmx40mm which was replaced by 7.5x40mm screws, and then appropriately sized rods were placed over the pedicle screws on the both sides. In the lateral gutters a significant amount of local bone autograft as well as rhbmp-2/acs over the decorticated transverse process of l4 and the decorticated bony masses at l5-s1. (B)(6) 2009: patient presented with spinal stenosis of lumbar region and backache. Patient underwent CT myelogram. Impression: 1) loosening and retraction of the bilateral l4 pedicle screws with secondary grade 1 / 2 anterolisthesis l4 on l5. 2) arachnoiditis inferior to l3-4. 3) no significant centrak or lateral stenosis. (B)(6) 2009: patient underwent x-ray of the lumbar myelogram. Impression: grade 1 / 2 anterolisthesis l4 on l5. Moderate central narrowing, l3-4. 3) finding compatible with nerve root impingement, l4-5 and l5-s1 on the left. (B)(6) 2009: patient presented with pre op diagnosis: pseudoarthrosis with loosened pedicle screws a l4. Procedure: 1) hardware removal and exploration of fusion at l4-5. 2) re- instrumentation of l4-5 with large diameter pedicle screws at l5 and hydroxyapatite- coated screws at l4 as well as rods. 3) use of right morselized iliac crest bone autograft as well as bone morphogenic protein product in the lateral gutters at l4-5. Per op notes: hardware were identified and set screws, rods and pedicle screws were removed. The screws at l4 were loose. A hydroxyapatite coated pedicle screws was used. Then 6.5mm screws at l5 were replaced with larger diameter 7.5mm screws, same length. At l4 cement was injected into the pedicle screws hole. An intraoperative x-ray confirmed hardware in good position. A fair amount of morselized iliac crest bone autograft into the lateral gutters over the decorticated bony element as well as bone morphogenic protein product. No complications were reported. Patient underwent x-ray of the lumbar spine. Impression: 1) interval exchange of pedicle screws, posterior fixation rods l4-5. 2) mild subluxation l4 on l5 of approximately 7mm